Event description:
During the insertion of the flexible thoracentesis catheter through the guide needle, the pt moved slightly and the needle slipped on the rib which pinched and sheared the catheter. Approx. 5.5 cm of the catheter was left in the left pleural space. Md recommends no treatment necessary.